Event description:
It was reported that the customer experienced a high blood glucose level; specific value was not provided. Cause was unknown. Reportedly, customer went to the emergency room. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.